Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient¿s legal counsel further reported that a revision procedure was performed on november 4, 2003 due to patient allegations of pain, inflammation and problems walking. Patient¿s legal counsel also alleged that additional revision procedures were performed on (B)(6) 2008, (B)(6) 2010. Additional information received in revision operative notes from (B)(6) 2003 confirms the modular head was removed and replaced due to recurrent dislocations. Revision operative notes from (B)(6) 2008 indicate the revision procedure was performed due to acetabular cup loosening and synovitis. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet modular head. A review of invoice history could not confirm the surgeries that were alleged to have taken place in 2010. Additionally, patient medical records indicate the implantation of competitor product in 2008. It does not appear that the alleged procedures in 2010 involved biomet product.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2012-02526 / 02527 & 1825034-2013-04828).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects , number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02526 / 02527).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain and inflammation. Additional information provided in a review of invoice history confirms the initial hip arthroplasty procedure occurred on (B)(6) 2003. Subsequently, patient was revised on november 4, 2003. Further, it is alleged patient was also revised on (B)(6) 2010. It is unknown whether biomet product was implanted on these dates. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.